Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing thresholds and dislodged following implant. This left ventricular (lv) lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.